Event description:
Follow up information received from the patient stated that the burning sensation was a burning around the device that was like being burnt with a match and was at times more intense. There were no circumstances that led to the burning sensation, and it was mostly all the time. However, when the patient sat up against something it would seem worse. No steps were taken to resolve the burning sensation, and it still comes and goes now. It is not constant like when they first reported it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the last couple of days the patient had been having a burning sensation right below where the implant was located. Every once a while at work it gave her a stronger burning sensation even without touching it. It had been affecting her sciatic nerve and hip area. The patient wanted to know if she was able to change programs. Changing programs was where she thought she screwed up. She tried decreasing stimulation and was still having the burning. She was on program 1 at 0.5v. The patient was helped with turning stimulation down to 0v on all her programs and then turning stimulation off, but she was still getting a slight burning sensation. She wanted to try program 2. Stimulation was changed to program 2 at 0.4v and it was confirmed she was feeling stimulation and also the burning. The patient had an appointment with the healthcare professional (hcp) in 2 weeks. The patient was going to try program 2 until her hcp appointment. The issue started 2 days prior on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.